Event description:
As reported by the hospital¿s valve clinic coordinator, 5 years and 10 months post aortic valve replacement, the patient presented to the thv clinic with stenosis symptoms. Clinical testing revealed re-stenosis of the implanted 23mm sapien valve. A 23mm sapien xt valve was deployed within the existing valve via the transfemoral approach.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per (B)(4), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis is unknown. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.